Event description:
It was reported that the patient is experiencing pain and an audible noise from his right total hip replacement. Patient further explained that the squeaking started about 2-3 weeks ago and has not gone away. He is experiencing difficulty walking, sitting down, and getting up from the toilet, and is not able to do any physical activities without having any pain. Patient is currently seeing a doctor for a second opinion.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.